Manufacturer narrative:
Device unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm due to prime anomaly. Motor passed motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 313 mg/dl. Device was dropped. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.